Event description:
During physio therapy exercises a luxation of the hip implant occured.

Manufacturer narrative:
The visual inspection of the product did not reveal any contributing deviations. A measurement of the product's dimensions like inner diameter was not performed because the pe was implanted and therefore in contact with body fluid which leads to a change in dimensions. Actually the reason for the luxation could not be determined on the basis of the investigations and on the available info from the hospital. At the current stage of the investigation we exclude a product failure. In case we are getting additional info which changes the status we will update this report accordingly. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., (B)(4).